Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that when tilting the display back too far when opening it, the cardiosave intra-aortic balloon pump (iabp) screen was flickering. There was no patient involved.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) screen was flickering. There was no patient involved.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) screen was flickering.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d1, d4(version or model #, catalog #, unique identifier (UDI) #), d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - d5, e2, e3, g2. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. Fse states that happens when you tilt the display back too far when opening it, but fse was not able to duplicate the issue. Fse replaced display as precaution. Fse performed preventive maintenance (pm) and replaced tidal disk, backup alarm battery, lithium-ion battery as a part of pm. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.the defective components were received for further investigation the failure analysis and testing department received the following part associated with this complaint: sn: n/a display top lcd. This part was received with a reported unit failure message of screen flickers. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assy. Into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual revision r. The failure analysis and testing department could not verify the failure message of screen flickers. Display top lcd works correctly. Display top lcd passed testing. Retaining display top lcd in the fat dept. Per procedure (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.